Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, lot# n214123002, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving gablofen (concentration 2000 mcg/ml, dose 200 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. The patient was in questionable itb (intrathecal business) withdrawal; the patient had withdrawal symptoms off an on for the past 3 weeks. No other issues were noted that may have led or contributed to the issue. The patient¿s dose was increased and boluses were given through the pump. The decision was made to replace the catheter, the catheter was explanted on this report date and replaced, the company representative had the explanted catheter and it would be returned. It was unknown as to whether the issue was resolved, patient status was ¿alive ¿ no injury¿. No further complications were anticipated/reported.

Manufacturer narrative:
The catheter was returned, and analysis found coring-tears-cuts in the seal of the sc connector that met the leak cirteria per (B)(4). Visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. Visual inspection identified markings on the retaining fingers in the cup of the connector. Analysis identified circular coring in the bottom of the cup of the sc connector. The shape of the coring is consistent with the tip of the connector on the pump. The catheter was returned in segments and found to be patent. A leak was identified. Conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.